Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a bulge in the tubing. No patient harm or medical intervention occurred. No further patient/event information was reported.